Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opened while establishing final arm angle (efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5+ on a patient with a pre-existing flail, congenital heart disease, hypoplastic left ventricle and external venous system with conduit. A first clip, a triclip xtw (50731r1012), was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, (50731r1019) was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip opened to roughly 25-30 degrees. Troubleshooting was performed per the instructions for use (IFU). A decision was made to remove the clip. Therefore, the clip was removed and replaced. A third clip, a triclip xtw, (50731r1002) was inserted and deployed on the tricuspid valve, reducing tr to a grade of 2+. The procedure was successfully completed. On the same day, post procedure, ten hours from extubating the patient, the patient experienced right ventricular heart failure. On (B)(6) 2025, the patient died. The clips were noted to be stable on the leaflets. In the physician's opinion, the mitraclip procedure did not cause or contribute to the clinical condition of the patient but was due to the clinical condition of the patient. It was noted that the patient has a history of congenital heart disease from birth, and the triclip procedure was performed to reduce the risk of heart transplant class.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5+ on a patient with a pre-existing flail, congenital heart disease, hypoplastic left ventricle and external venous system with conduit. A first clip, a triclip xtw (50731r1012), was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, (50731r1019) was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip opened to roughly 25-30 degrees. Troubleshooting was performed per the instructions for use (IFU). A decision was made to remove the clip. Therefore, the clip was removed and replaced. A third clip, a triclip xtw, (50731r1002) was inserted and deployed on the tricuspid valve, reducing tr to a grade of 2+. The procedure was successfully completed. On the same day, post procedure, ten hours from extubating the patient, the patient experienced right ventricular heart failure. On (B)(6) 2025, the patient died. The clips were noted to be stable on the leaflets. In the physician's opinion, the mitraclip procedure did not cause or contribute to the clinical condition of the patient but was due to the clinical condition of the patient. It was noted that the patient has a history of congenital heart disease from birth, and the triclip procedure was performed to reduce the risk of heart transplant class.